Event description:
It was reported that high impedance (reported as "lead impact high" by facility) was detected on the patient's vns. It was reported that x-rays were performed and that the facility indicated there were no fractures in the lead present. The x-rays have not been received by the manufacturer for review to date. No known relevant surgical intervention has occurred to date. No further relevant information has been received to date.

Event description:
It was reported that the patient underwent lead replacement due to high impedance detected on the generator. The patient's generator was replaced prophylactically. Historically, the explant facility does not return products; therefore, product return is not expected to date. No further relevant information has been received to date.